Event description:
Report has been updated for correction of reported explant date. Information was received that the nail was not explanted during the revision procedure. The patient is still transporting and is in good condition.

Manufacturer narrative:
The device has not been returned for evaluation. Root cause is unable to be determined at this time.

Event description:
Information was received that a revision procedure is planned for (B)(6) 2020. As per the reporter, the nail seems to have stopped lengthening. No patient injury was reported.